Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self-test kit performed on (B)(6) 2023 on a nasal sample. Initial testing was performed three (3) times the week prior on unknown dates, once with an unknown test and twice with a binaxnow covid-19 antigen self-test kit, all generating negative results. Confirmation testing was not performed. The consumer was symptomatic and confirmed there was no harm due to the test results. No additional information was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 217666 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot: 217666, test base part number 195-430h/ lot: 213881. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 217666 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could have possibly been related to the specific patient sample or user technique. H3 other text : single use, device discarded.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single use, device discarded.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self-test kit performed on (B)(6) 2023 on a nasal sample. Initial testing was performed three (3) times a week prior, once with an unknown test and twice with a binaxnow covid-19 antigen self-test kit, all generating negative results. Confirmation testing was not performed. The consumer was symptomatic. No additional information, including treatment and outcome, was provided.